Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.50 mm x 12 mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured, and the balloon catheter did not break into two pieces. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital device evaluated by MFR: fg maverick 2 mr, 2.50mm x 12mm balloon catheter was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 74cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of the balloon material identified no pinholes, tears or damage to the balloon. Bumper tip showed no signs of distal tip damage. A leakage testing identified the balloon was inflated to 14 atmospheres as per instructions for use using an inflation aid due to the break in the hypotube. The balloon inflated without issues; however, the balloon could not maintain pressure due to the technique used.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.50 mm x 12 mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured, and the balloon catheter did not break into two pieces. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.